Event description:
It was reported that the bd texium secondary set smartsite needle-free valve bag access port had leakage. The following information was provided by the initial reporter: leaking at green texium bonded site during administration. Additional information received from the customer: what was the impact to the patient? Infusion was slightly delayed. A pharmacy staff had to come in overnight to replace the administration line in order for proper infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.